Event description:
Additional information received reported that there was a revision on (B)(6) 2014 and that the patient had a post-operative appointment on (B)(6) 2014.

Event description:
Additional information received reported that the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with the manufacturing representative a week prior to the report and two physician mode rechargers (pmr) were performed. The patient went home and tried on four separate days and at work she did 8 consecutive attempts doing the pmr on each of the 4 days and had no success. The reporter noted that it had been several months since the patient had charged. It was noted that this was the second or third time, maybe, that the patient was in discharge/ overdischarge. It was noted that there was one in 2008 right after the patient was implanted. The patient was talked through how to get it working and was able to get it to work. It was further reported that the patient was getting an x-ray to see if the implantable pulse generator had flipped. It was further reported that the x-ray results showed a flipped implantable pulse generator.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient had pain in their back. The patient had this pain for a few months prior to the report. The patient saw their doctor a couple of weeks prior to the report. The doctor wanted the patient to get their device reprogrammed. It was further reported that there was a communication problem. The patient was trying to recharge their implantable neurostimulator (ins) but it kept telling them to reposition the antenna. The patient had the antenna right over the ins and had attempted many times to reposition it and had even sat on the antenna but it would not connect to the ins. The patient had this problem for a few days prior to the report. The patient was supposed to be reprogrammed soon. The patient¿s ins was implanted in their buttocks. The patient realized one day during the last week that the ins had moved and it was farther in their buttocks than when it was implanted. The patient didn¿t know if the ins had slipped down into the pocket or what was going on. The patient thought that maybe that was the reason they were having a problem with charging. The patient¿s ins was not charged at all. The programmer would not connect to the ins. The patient¿s ins was old and had been implanted for a long time. The patient was told something like they would have to get their ins replaced after 8 years. The patient had a doctor¿s appointment on (B)(6) 2014. The patient¿s recharger antenna was damaged. It was further reported that the manufacturer representative was doing a physician mode recharge (pmr) at the time of the report. They had tried antenna locate with no luck. This was the second overdischarge event for the patient. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that a battery change was scheduled for (B)(6) 2014.